Event description:
The plaintiff alleges that while working as a nurse the plaintiff was required to work in proximity to latex powder and latex gloves throughout the plaintiff employment. The plaintiff alleges that as a result of being continually exposed to latex product, the plaintiff developed a hypersensitivity and allergy to those materials that contributed to the plaintiff's anaphylactic reaction and shock. The plaintiff also alleges that the plaintiff suffered anaphylactic shock while undergoing a cesarean section in 2000, sustaining personal injuries, both past and future lost wages, lost earning capacity, and other damages.